Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug via an implantable pump for unknown indications for use. It was reported that the patient had worsening pain and spasticity. The device was interrogated revealing the empty reservoir alarm date was activated. Aspiration confirmed the reservoir was empty. The patient was scheduled after her low reservoir alarm date in error. She "estimated" the worsening pain starting 2 weeks prior; alarm was activated on (B)(6) 2024. Pump was refilled and it rate was increased.